Event description:
A report was received that a patient suddenly lost all his stimulation. The bsn sales representative met with the patient to attempt reprogramming. During the meeting, the patient's lead displayed high impedances. The patient was not able to feel adequate stimulation after being reprogrammed. The physician is suspecting a product malfunction and will revise the patient's lead.